Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced symptoms such as weakness and exhaustion but was able to self-treat with sugar water. The customer also was seen at the hospital and further reported receiving third-party treatment however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.